Manufacturer narrative:
Device analysis by MFR: the guidewire was returned for analysis. The distal tip was bent and a section of the polymer tip was detached. The detached section was not returned. The damaged section was located approximately at 180.6 cm from the proximal end. No other damages were found in the device. The outer diameter of the middle section and proximal section were within specification. The outer diameter of the distal tip and overall length were unable to be measured due to returned device condition.

Event description:
It was reported that the tip detached and remained in the patient. The 95% stenosed lesion was located in the medial left anterior descending artery (lad). Six months prior, ballooning and stenting was performed in the lad and the stent covered the bifurcation to a side branch. The bifurcation lost more than 75% lumen due to a plaque shift. A pt graphix guidewire was introduced to where the stent was placed. The guidewire stopped at the stent and could no longer advance. The shaft of the guidewire was pulled, but the tip detached and remained in the side branch. There were no further patient complications and the patient's status is stable. The event was considered resolved.

Event description:
It was reported that the tip detached and remained in the patient. The 95% stenosed lesion was located in the medial left anterior descending artery (lad). Six months prior, ballooning and stenting was performed in the lad and the stent covered the bifurcation to a side branch. The bifurcation lost more than 75% lumen due to a plaque shift. A pt graphix guidewire was introduced to where the stent was placed. The guidewire stopped at the stent and could no longer advance. The shaft of the guidewire was pulled, but the tip detached and remained in the side branch. There were no further patient complications and the patient's status is stable. The event was considered resolved.